Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air) that appeared on the home choice (hc) during dwell 2/3. The technical service representative (tsr) had the caregiver (cg) check all the bags and tubing for any leaks or tearing in the tubing and bags. Then the tsr had the cg check the patient's connection to ensure that the patient was connected properly. Follow up with the home patient (hp) revealed that she was fine and discarded all the old supplies. The hp did not provide any lot number. The hp stated that there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).